Event description:
It was observed during the device inspection, the adhesive around the objective lens, the light guide lens, the probe cover, the distal sheath and, the connecting tube gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over seven (7) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the adhesion of foreign material at the plastic distal end cover, glue around light guide lens, nozzle, glue around objective lens, the distal sheath, and insertion tube, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There were no deviations from the instruction manual in the reprocessing steps at the material residue point as well as no physical damage at the place where the foreign material remained. The event can be prevented by following the instructions for use which state: "IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.